Manufacturer narrative:
Medical records were requested but have not been received to date. The device has not yet been received for physical evaluation and a plant investigation is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
The peritoneal dialysis (pd) patient reported, he is in a rehabilitation center (rehab) and is recovering from a stroke. According to the patient's peritoneal dialysis registered nurse (pd rn), the patient was already in rehab due to pneumonia and an ear infection, and while there he experienced a small stroke or tia. He is using his cycler in rehab, but was not performing pd treatment when the stroke occurred. The pd rn said, the patient told her he also had low ammonia levels, which she said would not be related to his pd therapy. The patient is still in rehab.